Event description:
It was reported that the patient experienced repeated cardiac arrests and subsequently died. About thirty minutes after completion of a pulse field ablation (pfa) procedure the patient experienced the first cardiac arrest. The patient was sent for coronary angiography which showed normal coronary arteries. The patient was then transferred to the intensive care unit (ICU) where repeated cardiac arrests occurred. Resuscitation was attempted with heart massages, including placement of a temporary pacing wire, but the patient could not be saved. The official cause of death was cardiac arrest. The device is not expected to be returned for analysis as the device was lost. The indication for the procedure was treatment of persistent atrial fibrillation, and the lesion set performed was pulmonary vein isolation with posterior wall ablation. No patient complications occurred during the procedure itself.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.